Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. The complaint was opened because sales rep reports sl360 (part# 74-0004) where the needle to ribbon came out during surgery. The sl360 multi-implant system (part# 74-0004, lot# unk) was not returned for investigation and no photos were provided. For these reasons, no visual evaluation or functional testing could be conducted. The DHR for this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (74-0004) and the previous one year (from the notification date) regarding the needle breaking off the band, there is a complaint rate of 0.018% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an implant disassembled during a sternal closure. The broken implant was removed and a new implant was successfully utilized. No adverse events were reported as a result of this malfunction.